Event description:
It was reported that the ventilator shut down and turned back on by itself with an audible alarm while connected to a patient. The patient was placed on a back-up ventilator. No patient harm reported.